Event description:
The blade had been loaded onto the dermatome. A test run was done prior to harvesting skin from the pt. Seemed to be working appropriately. Dermatome passed to physician, and as physician placed dermatome on pt's skin, the blade loosened, causing full thickness laceration. Required repair. (A staff member has expressed concern with the difficulty of loading the blade appropriately. It is difficult to align the blade against the back slot and line up the piston appropriately. If the blade is not aligned with the back slot, although the screws appear to be tight, any pressure against the blade causes it to shift, resulting in a "loose" blade. Pt injury has rarely occurred; however, there have been near misses. The hosp requests design dept to re-evaluate the design of the blade.